Event description:
The report from the affiliate indicated that approximately seven months after the index procedure the patient suddenly complained of chest pain. The patient was diagnosed with an acute myocardial infarction (ami). Coronary angiography was conducted and thrombus was observed in the previously implanted cypher stent. The thrombosis was treated with ptca using a 2.0/20 mm balloon. The physician's comment regarding the cause of the late thrombosis was that there may be dissection distal to the implanted cypher stent. The index procedure was an elective case. The target lesion extended from the proximal left anterior descending (lad) to the first (1st) diagonal branch. The lesion was reported to be: de novo, a bifurcation lesion, absent of pre-existing clot, not calcified, not tortuous, concentric, ostial, 25 mm in length, and type c. The lesion was pre-dilated with a 2.0/20 mm balloon. A cypher 2.5/28 mm stent was deployed at 20 atm. The stent was not post-dilated. Ivus was not done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was measured but not reported. Pre-procedure medications were: aspirin 100mg/day and ticlid 200 mg/day. Intra-procedure medications were: heparin 5,000 units, aspirin 100 mg/day and ticlid 200 mg/day. Post-procedure medications were: aspirin 100 mg/day and ticlid 200 mg/day.